Manufacturer narrative:
The malfunctioned product has not been returned to microline surgical, inc. An investigation is not possible at this time. A lot history search was performed and there was one other complaint from this lot.

Event description:
During a surgical procedure, the m/l-10 multi-fire clip applier did not advance the clips. The clips slide over each other. The procedure and anesthesia time were extended for 5 minutes. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated, and visually investigated. There were signs of physical damages on the device, which appear to be due to excessive force applied.the device was returned with a bent bar feeder. This also indicates that the device had experienced a mechanical jam. Based on the condition of the returned device, a functional test was not possible. For final inspection requirements, all devices are 100% inspected for damages and imperfections. This complaint is confirmed. The root cause could not be determined.